Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The event occurred in (B)(6) . The consumer stated that her ubk sleek regular tampons came apart upon removal and tampon pieces remained inside of her. This event happened with ten tampons. She visited a doctor as she developed stomach cramping around the time of the event.